Manufacturer narrative:
E2 (health professional): no; e3 (occupation): non-healthcare professional. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue a device history review was completed, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited failed leak test. There was no patient involvement.